Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va1prrz, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the ipg was implanted today and the surgeon noted that after they removed the lead protective end cap, the right lead connection end had a damaged contact on the distal end outer most contact. There was an exposed piece of a wire coming out. This occurred during stage 2. Upon impedance check, all were in normal range. It was unknown what caused this. No actions/interventions were taken. Issue was resolved at the time of the report.